Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to her diabetes, with a blood glucose reading of 900 mg/dl. The customer was taking antibiotics at the time, and the medication elevated her blood glucose levels. Nothing further was reported.